Event description:
It was reported that this event occurred in the anesthesia-op department during insertion. The patient's vena jugularis was punctured using the needle without issue. There was also no issue during advancing of the swg. During removal of the swg, it was reported that a "crack" was heard. Afterwards, the swg became unraveled. The swg was saved with a peanclamp. As a result, a new catheter from the same lot was used successfully. There was a delay reported, however, there was no harm, complications, or death to the patient. Medical intervention was necessary to remove the swg from the patient. The only injury the patient sustained was the skin incision the vascular surgeon made in order to remove the swg.

Manufacturer narrative:
(B)(4).